Event description:
Pt was implanted with a cannulated tibial nail and four (4) unk locking screws on (B)(6) 2011 for open distal tibial fibula fracture. Follow up x-ray taken in (B)(6) 2012, showed a non-union of the proximal portion of segmental distal 1/3 fracture. All hardware as explanted on (B)(6) 2012, and pt was revised to iliac crest with dbx along with a nail and screws. Explanted hardware was given to the pt. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.